Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the view was inverted with the endoscope. This issue had been present since the first installation. To resolve the issue, the customer applied a workaround by moving the scope to arm 3 before reinstalling it on arm 2. The troubleshooting involved reviewing the system logs, where nothing relevant was found. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The endoscope was removed, installed onto another arm and then reinstalled onto the original arm. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The endoscope was moved to another arm before being reinstalled on the initial arm. The phone support details did not reveal any issues related to the customer reported event.